Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer had no symptoms. Customer's blood glucose value was 295 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did contact their healthcare professional. Customer declined to troubleshoot for high readings. Customer believed that hi blood glucose was due to damage to reservoir compartment and being sick. Customer was advised that insulin pump would be replaced.